Manufacturer narrative:
Concomitant medical products: syringe;8100;8120; td (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that a crack was found on the primary set, below the pump segment. The event was noticed as the blood began to back up to the IV tubing. The primary set was connected to one of the ports of a dual lumen catheter and an intravenous fluid/patient controlled analgesia was connected to the other port. The primary set was disconnected form the patient and the port was immediately flushed. The event occurred while the patient was in radiation oncology unit, radiation therapy was completed and the nurse brought the patient back to the room. Although requested, additional information was not provided.